Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level was 40mg/dl. Troubleshooting was performed. Based on customer report customer did not allege pump was over delivering. The product will not be returned for analysis. Concomitant product: ozo- sensor-mmt-7008.

Manufacturer narrative:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is july 06, 2018. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.